Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive act and up buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone, the insulin pump had alarmed button error. Customer changed the battery out with a new one and the anomaly persisted. Customer's blood glucose was unknown. The insulin pump is being returned for further analysis.